Event description:
The device was returned for touchscreen functionality issues. During initial testing the pump's lcd did not respond to touch input. The device was investigated internally and the touch input cable was seated snugly and not the source of the issue. Lcd was rendered inoperable by impact that also damaged the set ID. It was also observed the status leds did not flash red when the pump alarmed due to the set ID damage. It was found the som was not screwed down properly into the main pcba as the two screws were missing. No other physical damage was identified.

Event description:
The following has been reported: biomed reported: "the touch screen won't respond and the tubing sensor is broken." Injury/adverse reaction: no. Active infusion stoppage: no. . A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.